Event description:
During a catalyst procedure of a very high myopia with a shallow anterior chamber, the surgery center reported corneal scoring in the patient¿s operative eye due to loss of vacuum/suction. After procedure was completed, the surgeon observed patient having a grid pattern on the posterior stromal with 20/70 vision on the day of treatment. At one day post op exam, the patient was noted to have corneal edema. At 2 week post op examination, the corneal edema had improved and was reduced. At a 3 week post-op examination, the patient¿s cornea was examined under a slit lamp and the grid pattern was still visible but noticeably faded. The physician also performed a pre and post-op endothelial cell count; pre op (right eye: 2205, left eye 2695) and post op (right eye 1240 and left eye 827). The patient had no cognizant effect on the vision such as halos and/or star bursts. The patient¿s vision had also improved from 20/60 uncorrected (before surgery) to 20/40 best corrected (after surgery). No medical or surgical intervention was required. No patient complaints.

Manufacturer narrative:
Patient information was not provided as to any impact or no injury was reported. The categories for outcomes attributed to adverse event are not applicable as this is a product problem an investigation of the incident included the analysis of the system database and optical coherence tomography (oct) recording. In addition, a field service specialist visited the site and performed an evaluation of the system. No issues were found or observed during site visit. The system met all specifications. Along with the investigations, training awareness was provided in the discussion with the clinical application specialist present during the procedure and the physician who performed the surgery. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo will issue an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. All pertinent information available to abbott medical optics has been submitted. Manufacturer date is june 2012. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.